Event description:
The customer reported two false positive results with ID now covid-19 .the first test was performed on (B)(6) 2022. Confirmation testing was performed on (B)(6) 2022, and generated negative result . No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test one (1) of two (2) tests.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports:1221359-2022-02112.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m173879 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m173879, test base part number 190-430 / lot m173879. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173879 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided.